Event description:
It was reported that apparent loss of capture inducing ventricular tachycardia was suspected. Review of episodes by abbott representative noted that the arrhythmia started after the backup safety pace. However, it was undetermined if it was patient¿s intrinsic arrhythmia or it was induced by the device. It was also mentioned that the threshold search seemed to cause auto mode switching. Programming changes were made and the issue was resolved. The patient did not experience any symptoms.